Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the received information, a tip fold-over of the electrode array has been confirmed via imaging. Additionally, the surgeon tried to insert the electrode array at implantation surgery, but only 5 electrode channels could be inserted. Reportedly, it is presumed that there is some sort of cochlear anomaly that was not seen on pre-operative imaging and which is causing obstruction. Re-implantation is considered but not scheduled yet.

Event description:
The clinic reports a fold-over of the tip of the electrode array as seen with imaging. In addition, only 5 electrodes of the array could be inserted at implantation. Re-implantation is considered, but no date for surgery has been scheduled as of yet. A custom made device stiff insertion electrode has been ordered.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: the device investigation shows damage to the active electrode, which is typical for occurring during surgical intervention i.e. Initial or explantation surgeries. Based on the received information, a tip fold-over of the electrode array has been confirmed via imaging. Reportedly the surgeon tried to insert the electrode array at implantation surgery, but only 5 electrode channels could be inserted. It is presumed that there is some sort of cochlear anomaly that was not seen on pre-operative imaging and which is causing obstruction. During explantation it was confirmed by the surgeon that the electrode was in a hypotympanic air cell and was folded over on itself. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The clinic reports a fold-over of the tip of the electrode array as seen with imaging. In addition, only 5 electrodes of the array could be inserted at implantation. A custom made device stiff insertion electrode has been ordered. The recipient was re-implanted on (B)(6) 2018. Per device explantation report, all electrode channels were found extra-cochlear at explantation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reports a fold-over of the tip of the electrode array as seen with imaging. Only 5 electrodes of the array could be inserted.